Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. Additional information was received that one lead tail was stuck in the header of the ipg and the physician was unable to remove it.

Manufacturer narrative:
Sc-8352-50 (sn (B)(6)). The returned lead was analyzed and visual inspection of the proximal end of the lead revealed that the spacer between contact 7 and 8 was crushed by the ipg setscrew. It appeared that the proximal end of the lead was not fully inserted into the ipg port when the setscrew was tightened, causing the damage to the spacer. With all the available information, boston scientific concludes that the reported allegations of high impedance and difficulty to remove the lead from the ipg port due to the damaged lead spacer have been confirmed. High impedance readings appears when contacts are not properly aligned in the ipg header.